Event description:
Covidien received information that the use saw smoke from this n65 pulse oximeter. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
The service center confirmed that there was aa battery leak, battery compartment burned. The device has not been repaired. (B)(4).